Event description:
On 12/27/2022 it was reported by a sales representative via sems that (qty.2) ar-8500obe burr engagement paddles broke off inside the device and (qty.3) ar-9811 rf apollo instruments are not responding when plugged in. This was discovered during a procedure with no patient harm. Additional information requested 2/10/23.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause of the reported failure is use error. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per wi-000100100.